Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that there is an upcoming revision surgery. The reason for the revision is painful loosening hardware. Revision has not happened yet, still in the planning stages with prophecy but it is likely everything (all the hardware) will come out. No medical intervention and/or surgical intervention has occurred with the patient since the primary tar surgery.

Manufacturer narrative:
Please note the correction made to the h6 device code: the reported event was confirmed since images of CT scans were provided and shows loosening around the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there are large cysts and cavities around the tibial component, the remaining bone may not support the implant sufficiently. There is a clear sign of loosening and migration of the anterior part of the implant can be assumed. The pe cannot be assessed directly, however, there are no clear indirect signs of loosening or breakage. The talus has some anterior radiolucence and smaller cavities anteriorly which indicates loosening. A clear migration of the implant cannot be assessed with the existing images.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that there is an upcoming revision surgery. The reason for the revision is painful loosening hardware. Revision has not happened yet, still in the planning stages with prophecy but it is likely everything (all the hardware) will come out. No medical intervention and/or surgical intervention has occurred with the patient since the primary tar surgery.